Event description:
It was reported that the monitor was unable to complete the send phase of the remote transmission. It was also noted that there had been a storm in the area. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found.

Event description:
It was reported that the carelink monitor (clm) will not complete the send phase and the transmission does not complete. The problem started after a storm. No patient complications have been reported as a result of this event.